Manufacturer narrative:
H11: the device was received for evaluation. Functional testing was performed and identified that the reported device does not recognize door opened was not reproduced. Evaluation reproduced the customer reported problem of system error 320 while attempting to run a loaded set. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified as ec320. The cause of the condition was the failed upper latch hook switch. The upper auxiliary required to be replaced to address this issue. Upon further review, the reported issue of ' error code 320, does not recognize door opened' was determined to be only a system error 320 ¿latch switch error¿. The device was intended to alarm a system error, if a door failure has occurred. This issue may result in a delay of therapy. A delay of therapy is not likely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device did not recognize that the door was open. No additional information is available.

Manufacturer narrative:
The device is pending further evaluation. Should additional relevant information become available, a supplemental report will be submitted.